Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor exhibited under sensing and noise oversensing. No intervention was performed. The patient had no consequences.